Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-may-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to issue medication. A technical support specialist remoted into the system and confirmed that the user was unable to locate the medication when attempting to add it to the profile. From myqlink, it was determined that override access to the medication is set to general, while the users access level is limited to emergency. Explained to the user that due to the difference in override access levels, she would not be able to view the medication. Advised the user to contact someone with the appropriate access level to issue the medication to the patient. User acknowledged the explanation. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, user was not able to add medication (ceftriaxone 1 gram vial) for patient and the system did not allow the user to search for the medication. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.